Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were visited emergency room for high blood glucose level and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose value. The customer was treated with insulin drip and manual injection. Customer did not report symptoms related high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm a week ago. The customer stated that the reservoir chamber was crack. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.